Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the valve operator being stuck. Additional malfunction for this device was the power switch not alarming.